Event description:
It was reported that the customer experienced a past low blood glucose (bg) of 42 mg/dl; cause was unknown. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.